Event description:
The customer reported the device alarmed with a check vent reference failure. The hospital biomedical engineer found multiple error codes in the device diagnostic history .there was no patient involvement.